Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a power up test fail code #14. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: 3a, 2, 4, b4, d8, d9, g6, h2, h3, h4, h6 -type of investigation, investigation findings, investigation conclusions, component code. Corrected fields: d4 , e3, g2, h8. A getinge field service engineer replaced compressor and mufflers. Full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.the defective components were received for further investigation. These parts were received with a reported unit failure message of power up code 14. Performed visual inspection of these parts received and compressor scroll and muffler <100 micron looks to be good condition, muffler,1/8 npt not in good condition. Please see attached picture of muffler,1/8 npt. Due to in not good condition, the fat dept. Cannot be investigated muffler,1/8 npt with cardiosave test fixture. This probably cause of power up code 14. Installed scroll compressor and muffler <100 micron into the cardiosave test fixture sn (B)(6) and tested together and separately to the factory specifications per the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department pumped cardiosave test fixture and could not verify the failure message of code 14 and alarm. Compressor and muffler <100 micron passed testing. Retaining all parts in the fat dept. Per procedure 0002-07-d008 rev ar. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.